Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the seizure was confirmed by a physician at the hospital. No surgical intervention had occurred, but the issues had been resolved. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot #: va1mqu9, implanted: (B)(6) 2019, product type: lead. Product ID: 3391s-40, lot #: va1mqu9, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3391s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI #: (B)(4). Product ID: 3391s-40, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient was admitted to the hospital because they had a seizure. It was believed that the patient also had an infection near the burr hole site of the deep brain stimulation (dbs) implant. No environmental/external/patient factors were thought to have led or contributed to the issues. The patient had a CT scan which was clear. The patient was scheduled to have an MRI. No actions/interventions had been taken and the issue was not resolved at the time of the report. It was reported surgical intervention had been planned but not scheduled. The patient was alive without injury. The patient had a medical history of ocd. No further complications were reported or anticipated.